Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon had removed the device from the trocar to inspect it due to a solid tone and the blade broke off while cleaning it. The blade broke off and fell onto the drape. No piece fell into the patient. Due to being at the end of the procedure, they used scissors to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. It was found of b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.